Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). The failure mode, tube split, was confirmed in the received sample. All manufacturing controls were found acceptable and effective to detect the reported failure mode. The reported failure of tube cracked/split is a known issue and has been investigated under a corrective and preventative action.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that prior to use, a crack was confirmed on the upper part of the product. No patient was involved.